Manufacturer narrative:
Physical device was not received for analysis. Cloud data from the user for the day of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found no bolus records for a 0 u bolus based on a glucose entry of 404 mg/dl. The cloud data did confirm the delivery of the 7.4 u bolus reported in the case after initial attempts to program the bolus resulted in totals of 0 u. Without log files, it could not be determined if attempts were made to program a bolus with a glucose value of 404 mg/dl that resulted in an incorrect calculation of 0 u that were abandoned. The exact cause of the reported event could not be determined from the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that difficulty was experienced while bolusing. The stated that the bolus calculator was recommending 0 units despite blood glucose of 404 mg/dl. Patient was able to clear the bolus calculator and then administer a bolus of 7.4 units successfully, based on bolus calculator recommendation. Medical treatment was not required.